Event description:
The physician reported he was performing an aneurysm embolization. The lesion was located at the encephalic posterior communicating (pcomm) artery. The physician reported he planned to deploy a stent first, and then coil to embolize the aneurysm afterward. The physician assembled the stent with the guidewire outside the patient's body, and then delivered both the stent and guidewire into guide catheter. When the catheter of the stent passed through the guide catheter up to the internal carotid artery (ica), the physician discovered the stent was not in the catheter. As a result, the physician had to withdraw the catheter. The physician utilized coils to coil the aneurysm, and the procedure was partially completed. The patient is reportedly doing fine. The physician reported he believed the stent had been released in the guide catheter.

Manufacturer narrative:
The device in question has been returned to the manufacturer for technical analysis, and the investigation is currently in progress. Therefore, the manufacturer cannot conclusively determine the cause of the user's experience at this time. Upon completion of the investigation, a supplemental report will follow.